Event description:
Customer reported that the outer surface of a 6cfn tracheostomy tube is not smooth and is connected into two pieces. It was reported that this causes bleeding during insertion. There was no pt harm reported.